Manufacturer narrative:
The complaint of broken tip was visually confirmed. There were no relevant clinical details provided such as size and method of tap or tunnel, patient bone quality. The determination will be based upon physical condition of the device as returned. Visual inspection shows a broken anchor body just below the 7th distal barb. The anchor plug end is flush with the break. The inner shaft tip has been bent. This indicates loss of maintaining axial alignment during insertion. Per the IFU: ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed.

Event description:
It was reported that the tip broke off. The surgeon then used a 4.5 over the broken unit.